Manufacturer narrative:
H6 - adverse event problem - the clinical codes were corrected to reflect dbs patient symptoms.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient scratched his head open and broke the lead. Patient had emergency clean out of the wound and removal of rest of lead.